Manufacturer narrative:
A field engineering specialist performed performance and precision testing on (B)(6) 2017.

Manufacturer narrative:
No clear root cause could be found, but it is possibe the error may have been caused by an instrument issue or a calibrator/reagent handling error. As to the mathematical differences of the calcitonin values generated with the assays from roche diagnostics and immulite siemens, assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a discrepant result for 1 patient sample tested for elecsys calcitonin immunoassay (hct) tested on a cobas 6000 e 601 module versus the result from an immulite siemens system. The initial hct result from the e601 was 11 pg/ml. A different aliquot from the same patient sample was sent to another laboratory and the result from an immulite siemens system was 6 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The hct reagent lot was 21413000 with an expiration date of 31-may-2018. The investigation is currently ongoing.